Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required in searching the complaint database were not provided. No conclusions could be drawn about the reported event based on the lack of the product to examine and insufficient product information. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address poly wear of the tibial insert and loosening of the tibial tray and femoral component at the cement/implant interface. Depuy cement was used in the primary surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.